Event description:
(B)(6) 2011, an (B)(6) female pt was treated for an abdominal aortic aneurysm using a zenith flex aaa endovascular graft bifurcated main body and two zenith flex with spiral-z technology aaa endovascular graft iliac legs. Upon completion of angiogram, the aneurysm was found to be excluded, both renal arteries and right internal artery were patent. An insult to the left external iliac artery seen. This insult appeared to be a vessel dissection which resulted in the unintended occlusion of the left internal iliac artery. At that time, it was decided to place another manufacturer's 10mmx40mm self-expanding stent in an effort to correct the dissection. This ancillary procedure was also successful. The pt was transported to the post-operative area. Sometime afterwards, the pt was found to have a cool left leg which necessitated her return to the operating room. A right-to-right femoral/femoral crossover graft was surgically implanted. (B)(6) 2011, the pt returned to the operating room after complaining of discomfort in her lower extremity and after an angiogram was performed which indicated that the left vasculature was patent, but that the fem/fem graft and a segment of her right femoral artery had occluded. The pt was prepped for an explant of the aaa graft system and surgical conversion. When her abdomen was opened, the surgeon noted ischemic bowel, the procedure terminated and incision closed. She was sent to the ICU where she subsequently expired.

Manufacturer narrative:
(B)(4) - death is listed in the instructions for use. (B)(4) - dissection is listed in the instructions for use. Event is still under investigation.